Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, she experienced a sensor error for under 1 hour during which she experienced a hypoglycemic event. While the sensor error was being displayed, the patient experienced a minor seizure. The patient was assisted by their roommate and was given sugar. When the patient felt stable, she took a fingerstick and the blood glucose reading was 47 mg/dl, the cgm display still showed a sensor error at that moment. No further treatment was needed, and the patient did not call the emergencies. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.